Event description:
Information was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. The rptr states the pt tested her blood glucose after breakfast on that day, and she tested at 280 mg/dl. Sometime later, she was brought to the hospital and admitted with a blood glucose of 313 mg/dl. The pt was treated with IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.